Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of two tampons upon removal. She was able to manually remove the first tampon and went to the ER for removal of the second tampon but the wait was too long so she returned home. After hours at home, she was able to manually remove the tampon with assistance. She experienced discomfort but did not seek medical attention.